Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) with banding procedure. Patient's age, weight and gender were not provided. Per the complainant, during the procedure it was noted the bands did not deploy correctly. Additional information indicated that deployment of the bands was inconsistent with handle activation. The procedure was completed with another speedband superview super 7 multiple band ligator. There has been no report of complications or injury to the patient due to this event. The patient's condition post procedure was satisfactory.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).